Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of deteriorated foam. During the evaluation, deteriorated foam was visible. The device was scrapped as per customer request.

Manufacturer narrative:
In the previously submitted report, box e (reporter country) was incorrect. In this report, box e (reporter country) has been updated/corrected.